Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8578, lot# hg029rw05, implanted: (B)(6) 2014, product type: catheter. . Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 04-dec-2016, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 17-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient that was receiving fentanyl (1000 mcg/ml at 220.2 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient was experiencing pain upon bolusing with their personal therapy manager, ptm. The event date was noted as (B)(6) 2019. Fluoroscopy was done to see the positioning of the pump and the catheter. Also, a dye study was attempted but no drug was able to be aspirated out of the catheter out of the catheter access port. The procedure was aborted. The hcp was working on what they will do to fix the issue. The patient's ptm was disabled. The issue was not resolved.